Event description:
It was reported that the atrial lead had dislodged. During the repositioning attempt, the leads helix was clogged with tissue and would not rotate. The lead was explanted and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Complaint was confirmed; dried blood was present in the inner coil affecting the fixation mechanism. A helix mechanism test was performed resulting in proper extension and retraction of the helix. X-ray analysis of the lead showed normal helix and inner coil characteristics. Electrical tests performed on the lead had normal test results.